Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient did not set ipg to surgery mode as recommended prior to an unrelated procedure. As a result, ipg was unable to communicate with external devices and patient lost therapy. Troubleshooting was unable to resolve the issue. Surgery took place wherein the ipg was explanted and replaced to address the issue.